Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal injection of vancomicyn every three days (dose not reported). At the time of this report, antibiotic therapy was ongoing, the patient was recovering from the peritonitis event, and pd effluent was clear. Physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On the same day as the onset, the patient was began treatment with injection vancomycin (2 grams every 3 days injected in an additional fourth 2000ml bag of physioneal 1.36% after normal 3 exchanges, intraperitoneally) for the treatment of peritonitis. Eighteen days later, the treatment with vancomycin was ended. On an unreported date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that peritoneal dialysis (pd) therapy was not interrupted during the peritonitis event. On an unreported date, the patient received training for manual, capd, and for automated pd and therefore, a break in aseptic technique was not suspected as a cause for the peritonitis event. The patient's treatment included intraperitoneally (2 grams every three days). At the time of this report, treatment with vancomycin was ongoing and the patient was without symptoms for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.